Manufacturer narrative:
Medwatch sent to FDA on 09/01/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, redness, biofilm infection, and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of lumps, redness, biofilm infection, and granulomatous. Reaction as follows: precautions for use. As a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the perioral region with juvederm volbella with lidocaine. Approximately 14 months later patient "noticed some lumps appearing around the right eye and peri-orally where the volbella had been placed." Patient was reviewed by physician who noted "2 quite palpable lumps, one lateral to the orbital rim and one under the eye, and also some minor redness with lumpiness in the region around [their] mouth where the volbella was placed." The physician also notes the symptoms "around the eye feels like product" and the symptoms "around the mouth more generalised"; possibly a biofilm infection or a granulomatous reaction. Patient was treated with clarithromycin. Symptoms are ongoing.